Event description:
It was reported that there were impedances greater than 4,000 ohms on most electrode combinations. The patient denied experiencing any falls or trauma. The reporter stated that the patient had been having ¿trouble with the therapy for a while.¿ the patient attempted to turn her stimulation up ¿on saturday,¿ but could not feel the stimulation even after turning the amplitude up to maximum. The patient then turned the device off because she could not feel the stimulation. The reporter mentioned that the patient had been receiving many cat scans and x-rays for other medical issues lately. The reporter noted that she did not encounter a power on reset (por) warning when she interrogated the patient¿s device on the day of the report, but saw the out of range impedances. The reporter did not want to try retesting the impedances until a manufacturer representative was present. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v351372, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).